Event description:
Info received indicates that seven months post-implant, echo revealed 45 mmhg mean gradients and low cardiac output with possible thrombus. The valve was removed and replaced with no additional consequence reported for the pt.